Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot#: 0205596931, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead. Product ID: 3387-40, lot#: 0205596929, implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jun-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with and infection of the leads behind the right ear. Patient reported swelling of the implantable neurostimulator (ins) pocket in the right chest. All implanted devices were explanted. No known factors that may have led to or contributed to the issue were reported. The issue was resolved at the time of the report.